Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the burned c-cover and no image malfunction: insertion part --- distal end --- c-cover --- burned (failed emt/mpe test) and connector --- el-connector unit --- corroded; the cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a burned c-cover at the distal end and no image. There was no patient involvement.